Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign health care provider (hcp) via a manufacturer representative regarding a patient who received compounded baclofen (1000.0mcg/ml, 279.8mcg/day) in an implantable pump for an unknown indication for use. The patient medical history and concomitant medications were unable to be obtained. During a normal refill procedure on (B)(6) 2018, a check of the pump logs revealed two motor stalls with recorded recoveries (motor stall (B)(6) 2018 at 05:56 with recovery on the same day at 03:31 and a motor stall on (B)(6) 2018 at 22:43 with recovery on the same day at 23:12). The motor stalls were confirmed via provided pump logs. Per the patient, there was no special event at the time of the motor stalls. No patient symptoms were reported. The patient denied showering with hot water, no cooking with induction cooking device, etc. It was indicated the patient was in the audience of a basketball game. There were no known environmental/external/patient factors that may have led or contributed to the issue. The troubleshooting performed included checking the residual volumes and there was no volume discrepancy between expected reservoir volume (erv) and actual reservoir volume (arv). No further actions were taken. The pump remains implanted and in service. The issue was considered ongoing at this time. The status of the patient was stated to be alive and with no injury. No complications were reported/anticipated.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID (B)(4) lot# 0207871799 serial# implanted: (B)(6) 2014 explanted: ubd: (B)(4) 2015 UDI: (B)(4) product type catheter . If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative indicated the pump and catheter were implanted on (B)(6) 2014 and the approximate weight of the patient was (B)(6) .